Manufacturer narrative:
If explanted, give date: not applicable as to date the lens remains implanted and therefore not explanted. (B)(6). The lens is not returning for evaluation as it remains implanted; therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the implantation of the intraocular lens (model pcb00 +18.0 diopter), a scratch was noticed on the lens. Reportedly, the surgeon decided not to remove the lens as the scratch was not in the center of the optic. The preloaded delivery system was discarded by the customer. No wound enlargement. No secondary surgical or medical intervention was required. The lens remains implanted. No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site as to date it remains implanted. A photo of the implanted lens was provided and it was evaluated. A scratch near the lens edge could be seen. Based on the photo, the customer's reported complaint was verified but a product deficiency could not be determined. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.